Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During an acl reconstruction the shaft broke. The flexible drill guide was introduced with the knee flexed one hundred ten degree. To preserve mechanoreceptors, they preserved the remnant tibial stump as much as possible. But this prevented the drill guide from resting on the lfc on a superolateral trajectory approximately forty five degree relative to the tibial plateau; therefore the surgeons had to flex the knee to one hundred thirty degree. The surgeon began femoral-tunnel drilling with a 6mm flexible reamer brought to the knee along the guide pin. The reamer broke about 20 mm into the drilling process, approximately 60 mm from the tip. The broken reamer was removed through the anteromedial portal with the use of a kelly clamp. Additional femoral reaming with larger-diameter flexible femoral reamers was performed. After finishing the femoral tunnel, a tibial tunnel was created with a conventional acl guide. Post-op radiography and CT revealed posterior wall blowout of the femoral cortex. No other patient injury or complications were reported.